Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) pace impedance measurements of greater then 2,000 ohms, occurring 2 days post implant procedure. A revision procedure was performed in which a header connection issue was observed and the rv lead was dislodged. The pacemaker was explanted and a new device was implanted with the original rv lead. No additional adverse patient effects were reported.